Event description:
Pt in or for hip pinning under general anesthesia. Intra-operatively, surgeon needed fluoroscopy x-rays done in order to verify procedure accuracy. Approx 5 seconds into procedure, the c-arm went into error mode and would not reset. After 25 minutes, the c-arm became operational again. Thus, prolonged anesthesia time of 25 minutes. This same scenario had happened previously. Service reps could not identify the problem. Both service reps and the MFR reps were called in. Actions taken by them did not eliminate problem. Pt's surgery was completed. Tolerated well by the pt with no adverse effects.